Event description:
The case was scheduled as a left revision reverse total shoulder arthroplasty with large c-arm. When the case was completed surgeon ordered an x-ray to be done to check the placement of the components. He visualized a fragment of the end of a drill bit near the poly humeral head liner. Surgeon then reopened the surgical site to remove the fragment of the drill bit and replace the poly humeral head liner. The case ran over the scheduled time by 90 minutes. The procedure was completed as regularly scheduled; the patient was taken to pacu [post anesthesia recovery unit] in stable condition.